Event description:
Triple lumen arrow catheter inserted right subclavian vein on may 1, 1994. Blue port accessed for IV fluids. On may 2, 1994 during injection of IV narcan at end of endoscopy procedure, it was noted that blue port separated from IV tubing.